Event description:
It is reported that the cutting guide became cross threaded, when the surgeon tried to remove it the ball tip of the hex driver broke off in the guide.

Manufacturer narrative:
Evaluation summary: in general, the screw driver and the returned 3 inch distal cutting guide have the overall appearance of having been used extensively in the field. Both have potential field ages of between 6 and 7 years. According to the complaint, the screw driver fractured when the knob on the 3 inch distal cutting guide had seized. Without further information a definitive root cause cannot be determined. Evaluation: manufacturing documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification.